Manufacturer narrative:
The insulin pump was returned and evaluated at the time of the initial report.

Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm noted during testing. The pump had a cracked case at the display window corner, a minor scratched lcd window, broken battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 172 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.